Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms was confirmed with the data retrieved from the returned system controller (B)(4). The log file captured power cable disconnect alarm events that began occurring on october 21. The alarm appears to be related to a loss of the battery fuel gauge voltage signal that followed the 14v battery/clip used at the time. The alarm events did not occur when connected to the power module. The returned system controller was tested with laboratory equipment and an unexpected alarm could not be reproduced. The device operated on a mock circulatory loop without any notable event captured in the history event screen. Electrical measurements of the underlying wires within the power cables did not reveal any shorted or severed condition that could potentially be related. It was noted the system controller was functionally tested with the returned equipment and an unexpected alarm could not be reproduced. Incidental finding: the backup battery connector was damaged device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (B)(4) was shipped to the customer on (B)(6) 2018. Heartmate 3 patient handbook cautions the users to call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself. Under section 5 alarms and troubleshooting informs the user: do not twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Also, under this section, all alarm conditions are addressed including connect power alarms. Low voltage advisory alarm promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnected alarm. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). Call your hospital contact if reconnecting the power cable does not resolve the alarm. Heartmate 3 instructions for use, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were intermittent power cable disconnect alarms when connected to batteries, either black and white cables. The customer was concerned that the modular cable was compromised and causing the power cable disconnect alarms. However, the manufacturer's technical services responded to the customer stating that power cable disconnects are not related to the modular cable and are monitored at the black and white lead of the controller, not at the modular cable connection to the controller. The log file captured some intermittent indications of a weak connection between the batteries and clips which caused power cable disconnect events however there was nothing in the log file that was suspect of any issues with the controller black and white power cable leads. The site opted to replace the modular cable and controller.